Manufacturer narrative:
Device analysis report is attached. Device details has been updated. This report is submitted on january 13, 2022.

Manufacturer narrative:
This report is submitted on oct 15, 2021.

Event description:
Per the clinic, the device was explanted (specific date not reported) and the patient was reimplanted with another cochlear device (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.